Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the day before his glucose level was climbing. The customer stated that his glucose level went down after treating with glucose. However, his glucose level went again and he went to the hospital. The customer stated that the insulin pump alarmed no delivery. Troubleshooting was performed. The programming and history on the device were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The amount of insulin on the status screen matched the amount of insulin left in the reservoir. The time on the device was twelve hours off. Assisted the customer to reset the time on the device. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.